Event description:
N/a.

Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement. When the unit is properly positioned and put under pressure, the unit will function properly. Preventative maintenance and cleaning required at this time. The device history record showed no abnormalities related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot work order number. No service history on file. The device was manufactured in 2015. The reported complaint was not confirmed. Root cause was unknown. Most probable root causes are: incorrectly assembled device. Improperly tested/inspected device. Improper technique used during procedure. Off-label use of device during procedure (user error). Device used with incorrect unauthorized devices/accessories for procedure.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that while positioning the (B)(6) female patient prone in the a1059 mayfield modified skull clamp and "osi" assembly, it was noticed that the device had slid across the patient¿s head on (B)(6) 2019. The event caused a large 4 inch laceration on the left side of the patient's head. Additional information was received on 04jun2019 indicating that staples were placed along the laceration site. The procedure done was a posterior cervical fusion. A stat computed tomography (CT) of the head was performed immediately after surgery to check for a bleed. There was a delay of 30 minutes; the patient was under anesthesia longer. The procedure was completed with the patient's current status as being stable. Additional information had been requested.